Event description:
It was reported that one endeavor sprint stent was implanted (3.0 x 15mm) to treat the proximal left circumflex artery. The same day as implant the pt suffered an acute non-stemi. The investigator has indicated that the location of the infarction was posterior of the target lesion. Moderate chest pain after intervention possibly due to peripheral coronary embolus. No ECG changes during first 5 hours no enzyme rise pt at the time without complaints 12 hours later moderate enzyme rise. The investigator assessed the event as a non q-wave mi & that the event was unrelated to the stent. Please note that this device is not distributed in the united states

Manufacturer narrative:
Eval, results and conclusion: (lack of info).